Manufacturer narrative:
Not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing. Stored egm noted device exhibited post-paced t-wave oversensing on the ventricular channel. The patient was brought into the clinic. The device was reprogrammed, and no further episodes have been seen. The patient will be monitored remotely.